Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there has been no explanation as to why the device the patient was implanted for does not last even 2-2.5 weeks. The patient was hoping the device would be the answer, but she is disappointed. The patient said she called to schedule an appointment with a manufacturer representative (rep) to meet at the hcp office so the device could be reprogrammed. The patient feels a pinching in her lower back. The device was when programmed only last 2-2.5 weeks. The patient did better on the trial before the device was implanted. The patient went off her medicine and was pain free. Once the device was implanted the patient is back on pain medicine and has back pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. They reported their device works but they need to have it programmed every two weeks because it does not hold the frequency. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient needs to have an MRI of the spine. The trial went better than the permanent implant. The patient sees the manufacturer representative every 2 weeks for adjustments because she is still in pain and the device is not working. She is not sure if the implantable neurostimulator is helping 50%. The patient is back on her dilaudid. The MRI is to see if the patient is a candidate for back surgery. The patient is meeting with the manufacturer representative on (B)(6) 2018. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported information that they had previously reported and documented in this event. They also provided additional information, which included that they were not feeling stimulation after an hour whereas previously they reported they lost the ability to feel stimulation a week to two and a half weeks after reprogramming. Also, they had been in "massive pain" since (B)(6) 2019. They re-iterated that they don't think their device was working. They reported the ins level was always at 100% and it was "not charging at all anymore". They also were not getting therapy relief. The patient was unsure if their ins was depleted at the time of the call. They did confirm that they have not had any recent falls or trauma. They were redirected to their doctor to discuss symptoms and programming. It was noted that a rep had contacted the patient on (B)(6) 2019 but no further information was provided beyond that. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a manufacturer representative (rep). The patient reported that the ins was not working, had not worked and they had not charged the battery. The patient said they thought the ins would work for an hour and then they couldn¿t feel anything that it was supposed to be doing. The patient stated that they thought it was a faulty device. The patient requested for a manufacturer representative (rep) to coordinate a meeting with them to follow-up at the doctor¿s office. The rep later reported that the patient recently had a shoulder replacement and is unable to place the recharger over the ins, so the ins battery was overdischarged. The rep said that after giving the patient several options, they decided not to do a physician mode recharge (pmr) because the patient wouldn¿t be able to keep it charged up. The rep said they spoke with the hcp about this situation and they will discuss the next steps with the patient at their next appointment. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. The statement that the device ¿does not hold the frequency¿ was clarified to mean that the ¿insensitive¿ [intensity] is not holding up. After a week, the patient claims to lose the ability to feel stimulation. However, the intensity level does not change. The actions/interventions take to try to resolve the device not working and not holding the frequency was that the physician has prescribed various methods (MRI, CT scan) to see if there are other underlying issues and the manufacturer representative has tried different programming methods. The cause has not yet been determined. There were no further complications reported.

Manufacturer narrative:
Due to (B)(4) harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that since implant, their programming has not lasted long in keeping their pain down. They requested to have a manufacturer representative (rep) meet with the patient to perform reprogramming. They were redirected to the doctor to schedule an appointment with the rep. No further complications were reported or anticipated.

Event description:
Additional information was received from the patient. It was reported that the patient thought the recharger was not working and she suspected a problem with it because she went to recharge the ins and it came up with a message that the ins battery was already fully charged. The patient didn't think the ins battery was fully charged because she normally has to charge every 4 to 5 days and expects it should be somewhat depleted by now. It was reviewed that stimulation was possibly turned off which is why the ins wasn't depleting and the patient said that could explain why her pain level had increased and her legs felt tired. The patient was unable to check the status with the programmer because the screen was blank and unresponsive. The patient indicated they have never changed the aaa batteries. The patient stated she would purchase some new batteries. The patient turned stimulation back on with the recharger and confirmed she felt the stimulation turn on and this provided pain relief. The recharger was working normally. Troubleshooting resolved the reported issues. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the stimulation issues was that the patient had recently had a right shoulder replacement. She was unable to place the recharger over her ins in order to charge it. The cause of the ins never dropping below 100% was that the patient gets confused sometimes. The ins was in ¿discharge mode¿. The patient did not want to charge, because she would not be able to keep it charged without someone being there to help her due to her shoulder situation. The issue was not resolved because the hcp felt it would be best to evaluate her after her shoulder heals. The pain she is currently having is a different pain than what it was implanted for. The hcp will evaluate in the near future. No further complications were reported.